Event description:
Reportedly, the patient had episodes of syncope for unknown reason. The physician observed loss of ventricular capture during atrial arrhythmia episodes. These episodes were not correlated with the syncope episodes. Preliminary analysis revealed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient had episodes of syncope for unknown reason. The physician observed loss of ventricular capture during atrial arrhythmia episodes. These episodes were not correlated with the syncope episodes. Preliminary analysis revealed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level.